Manufacturer narrative:
(B)(6).

Event description:
The mother of the patient stated that the patient has received an erroneous result when testing with coaguchek xs meter serial number (B)(4). According to the patient's pharmacist, there would be a 1.5 to 1 inr difference in measurements performed with the meter compared to measurements performed in the laboratory using an unknown method. A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of approximately 4 inr. The customer could not provide the exact meter value. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.7-3.9 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 330642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.